Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation but was checked locally. According to provided information, nothing was noticed during both external and internal check. Several tests were carried out (including electrical tests). All performed successfully and values were found compliant with IFU specifications compared to settings. The reported event could not be reproduced. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported: device was in use on patient when an electrical short circuit occured, the cause of which has yet to be determined. Rcd tripped, patient was unharmed and device still turns onthere was visible damage to the outer insulation of the power cable, the damage was near the iec connector. Device being returned on case # (B)(4) for inspection to confirm no internal damage and for error log inspection reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.